Event description:
In 2019 my husband had a medtronic cardiac defibrillator inserted into his body. On (B)(6) my husband had a cardiac arrest and the medtronic cardiac defibrillator did not work. He died (B)(6) 2022. In may 2023. Interior health addressed a letter to my husband stating there was a recall on the medtronic cardiac defibrillator inserted into him . There was a voltage issue. No voltage, low voltage or not work at all. The letter was sent 6 months after he died. Please email me back as I need some help.